Event description:
The device was used during an unspecified procedure. Reportedly, the instrument jammed after firing and clips would not advance. The surgeon bent the instrument over his knee in frustration and completed with a new instrument. The hosp has reported no pt injury occurred.